Manufacturer narrative:
Literature citation: wang et. Al. Triple positioning of tibial tubercle osteotomy for patellofemoral disorders, the knee 21 (2014) 133-137. Patient info: 46 female, 10 males; mean age 45.7 y/o. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
In a 2014 clinical study from wang, et al. Titled, "triple positioning of tibial tubercle osteotomy for patellofemoral disorders", the authors report 2 cases (3.2%) of non-union. One knee with non-union of tubercle osteotomy was successfully treated with bone grafting. Infection and non-union occurred in one knee that was satisfactorily treated with surgical debridement and bone grafting and antibiotic therapy.